Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected restart. The blood glucose level was 212 mg/dl. The insulin pump passed the tests performed but received external ram crc error during the tests. The product will not return for the analysis.